Event description:
The arthroscopy blade tip broke off and was lodged in the patient. The surgeon was able to retrieve the tip and there was no harm to the patient. Dates of use: 2009. Diagnosis or reason for use: arthroscopic surgery. Event abated after use stopped: yes.